Event description:
When going through certain store security systems, the store security "zaps" the pt. The pt stated his "skin turns blood red and my wife says my eyes bug out. She had to run to the car for the programmer to turn if off; otherwise I wouldn't have been able to leave the store". Also, when the pt sits back, he sometimes gets "zapped". It was also noted that the anchors "broke loose" and the implantable neurostimulator (ins) was "floating" in the pocket. X-rays indicated the leads were still in the correct location, but the pt was not sure if lead impedances had been checked. The pt was also charging more than expected. He used to recharge every 4-6 weeks when first implanted, but was now recharging almost every week. Follow-up with the pt's physician was recommended. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).